Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19426. It was reported the patient's ipg is unable to communicate with the external devices. The patient has gained weight due to pregnancy and the ipg is now deeper. The patient met with the physician and will meet with the sjm representative to access the issue. Note: the patient has two scs systems. It is unknown which ipg has communication issues, therefore both ipgs are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.